Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to flattened buttons dome switch. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.